Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was because pt lost 140 pounds and about a half a year ago the implanted neurostimulators battery flipped upside down and was jabbing into their skin a lot. The patient was having pain around the implant site. The more weight they lost the more the implant flipped. The patient was having a lot more pain in their back and when they would sit, it was sometimes painful. Pts hcp said to call medtronic. The patient was redirected to their healthcare provider to further address the issue.